Event description:
In 1981, patient had a lippes loop inserted. After insertion they suffered a series of frequent infections. They, at a later date, became pregnant. The iud was not removed because the strings were not visible. In 1984, the patient gave birth to a healthy baby. The patient received treatment for the infection.